Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath assembly was kinked, the distal section of the tip was detached, pinched and flattened and the returned device was incomplete. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition. Analysis of the returned device revealed a severely kinked sheath and a tip that was flattened, pinched, and detached, likely resulting from forces encountered during catheter advancement. These conditions can reduce device mobility and performance, thereby contributing to the reported issue.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that a catheter issue occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary (rca) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the tip was detached.